Event description:
It was reported that the customer experienced high blood glucose levels. The blood glucose reading was 458 mg/dl. The customer stated that she was checking her blood glucose levels 4 times per day. She noted that the last 4 blood glucose readings were in the 350 mg/dl range, despite taking the same amount of insulin all day. She stated that she had been watching her carbohydrates as well. She did not exhibit any symptoms of high blood glucose. Upon troubleshooting, no leaks, bent infusion set cannula, or air in the tubing was found. She advised that she would monitor the insulin pump. The customer reported 0.7 units during the high pressure test. She was advised to contact her doctor regarding the high blood glucose issues. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.